Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Upon testing the receiver to charge and boot the receiver failed, was observed to be perpetually rebooting. The receiver was opened and the ui pcba was detached to download the reciever log and passed. It was reviewed and no firmware errors were observed related to the complaint. The receiver case was opened for interior inspection and speaker resistance was measured and passed. The reported event of no audio output was not confirmed. A root cause could not be determined.